Event description:
It was reported by the patient that the patient underwent a posterior spinal fusion procedure. 2 weeks post-op x-rays revealed that the two bottom screws decoupled from the rods. The patient requested a revision surgery, but was told to take "the wait and see approach." The patient was told that the breakoff screw malfunctioned. After feeling better through the healing process, the patient got to a point where the patient had "peaked and went downhill from there." It is now at a point where the patient can't sleep and the surgery is going to be redone in two weeks. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient's attorney states that the patient underwent surgery for fusion at l4-l5-s1 with posterior pedicle screw fixation. One week post-op it was discovered that the connecting rod on the right side was not fully inserted into the connector at s1 and that the pedicle screw on the opposite side - the left side of s1 - was loose. Allegedly the locking screw on the right side of s1 had malfunctioned by "torquing off" even though it was not tight, which allowed the connecting rod to move.